Manufacturer narrative:
(B)(4). Motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform self test, off no power test, a21 error test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Pump received with minor scratched display window, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer reported via phone call they received a motor position encoder error alarm. Blood glucose level is 200 mg/dl. The pump will no be returned for analysis.